Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 6 atmospheres for 10 seconds. The device was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and patient was in good condition post procedure.